Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device up grade, externalized conductors were observed. A variation in pacing lead impedance was noted, but measurements were still within normal range. Patient was asymptomatic. Lead was capped and replaced.